Event description:
It was reported that the customer passed away due to diabetes mellitus, hypertension and atherosclerotic cardiovascular disease. The blood glucose reading was unknown. The customer was not wearing the insulin pump at the time of death. Prior to going to bed, the customer was uncomfortable with the insulin pump, and removed it from his body. The called agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.